Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 11:49am. The patient did not provide any values of blood values at the time. She tested on the subject device and obtained readings of ¿134, 161 mg/dl¿ which she felt were high as compared to her feelings. The tests were performed on unspecified dates/times. It is not known what range the patient considers to be normal. The patient manages her diabetes with unknown type/dose of oral medications and reported that she skipped/stopped her afternoon dose of medication approximately 1 year ago. The patient claimed that at an unknown time after testing, she developed symptoms of ¿sweating and felt drowsy.¿ despite her symptoms the patient denied receiving any symptoms. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. A control solution test was performed and the result fell with the range specified on the test strip vial. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.